Manufacturer narrative:
Complaint confirmed, the drive was found to be missing the distal end and to be twisted. The most likely cause(s) of this type of event include continually applying torque when the implant is not properly aligned, leveraging, or torquing while leveraging the device. It was not indicated whether or not a torque indicating adapter was used with this device, which is recommended to prevent over-torquing that can lead to driver damage.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the screwdriver is defective. During an eclipse procedure the tip broke off and got stuck in the prosthesis and remains in patient. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. Update 09-may-2019: the surgeon tried to remove the broken tip but it was not possible because the tip of the driver is tightly stuck inside the arthrex screw ar-9301-02. According to the surgeon it is not possible that the broken tip can move inside the patient. Also reported that the female patient is in higher age, that's why a revision surgery will never take place.